Event description:
The customer reported suction cylinder had scratches/scrapes, variable stiffness, objective lens defect evis lucera colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object in nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿variable stiffness¿ was not confirmed. The device evaluation found the suction cylinder was scraped with a cleaning brush. The objective lens had a scratch. Additionally, the nozzle had foreign objects due to insufficient cleaning. Due to clogging of the nozzle, water removal ability did not meet the standard value. The insulation resistance value at distal end did not meet the standard value, due to adhesive on the bending section cover peeling off. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to a dent on bending tube, bending angle in up direction exceeded the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The light guide lens had scratches and discoloration. The plastic distal end cover had a scratch. The connecting tube had a scratch and discoloration. Due to a scratch on objective lens, flare occurred. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer did not flush the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they did not confirm whether they¿ve wiped the nozzle with clean lint-free cloths/brushes/sponges, and they did not confirm whether they¿ve flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely based off the obtained information that the foreign object might have remained since the reprocessing had not correctly been implemented in line with the IFU. However, a definitive root cause for foreign object could not be identified. This issue is addressed in the instructions for use (IFU): - labeling: according to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation, and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.